Event description:
It was reported that, during a shoulder sad, the burr seemed to bind up at the blue hub and blue; shavings from the plastic came up from the hub and into the joint,. Metal fragments were cleaned out from the joint by flushing. A back-up device was available to complete the procedure with neither delay nor patient injuries.

Manufacturer narrative:
One used 5.5 mm acromioblaster burr was returned for evaluation. Visual assessment of the device showed the polycarbonate components, the sluff chamber and adapter body are melted causing the reported seizing and shedding. This condition indicates the burr was operated with improper fluid flow. No root cause related to the manufacture of the device can be established.